Manufacturer narrative:
A field service engineer was dispatched to the customer site. The adapter converter, catalytic converter, oil mist filter, and vacuum pump oil were replaced to resolve the smoke/haze issue. Unit meets specifications and was returned to service. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a ¿smoke¿ or haze emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was instructed to power off the unit and discontinue use. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue, system risk analysis (sra), and functional analysis. ¿ the device history record (DHR) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿ trending analysis of the smoke/haze issue for the sterrad® 100nx unit was reviewed for the prior six months from open date and no significant trend was observed. ¿ review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter was returned and underwent a test cycle with no smoke issue observed, but an odor was present. The reason for failure and return was confirmed. The catalytic converter was returned and underwent a test cycle with no smoke issue observed, but an odor was present. The reason for failure and return was confirmed. No other parts were available for further analysis. The assignable cause of the smoke/haze is likely due to the adapter converter, catalytic converter, oil mist filter, and vacuum pump oil. The asp field service engineer replaced the parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: cmp-(B)(4).